Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service, an error message occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
One device was received. Visual inspection noted the liquid crystal display (lcd) display had "bleed". No evidence of the issue was found in the event log. During functional testing lec 1260, lec 1210 and service due error messages displayed on startup. The root cause was a depleted "rtc" battery. It was unknown what caused the issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced depleted "rtc" battery, lcd display and calibrate the device.